Manufacturer narrative:
Concomitant medical products: 553445 lead, implanted: (B)(6) 1996. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) threshold had risen and then fallen again over the course of several months. The rv lead remains in use. No patient complications have been reported as a result of this event.